Event description:
Medtronic received a report that the axium coil could not be pushed out of the sheath before use. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured of the posterior communicating (pcom) artery aneurysm with a max diameter of 5.3 mm and a 3.7 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal.

Manufacturer narrative:
The axium prime coil was returned for analysis. The axium prime pusher was found broken at the hypotube break indicator (hbi) with the release wire pulled. No bends or kinks were found with the remaining pusher. The introducer sheath was found stuck on the pusher. The introducer sheath was found inverted on the pusher with the wavelock portion at the distal end. The pusher release wire coin was found pulled back from the lumen stop and the implant coil was found detached from the pusher. The implant coil was not returned with the pusher. Based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in sheath¿ report could not be confirmed, and the cause could not be determined. It was reported the event occurred prior to use; however, as the pusher was found broken and the implant coil detached it appears the device was used. As the introducer sheath was found inverted it is likely that the customer inverted the axium prime coil following hydration, inspection, or after use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was a problem with the coil before it was delivered into the microcatheter. The preparation process of the coil was normal operation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.